Manufacturer narrative:
(B)(4).the device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver screen became frozen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of the display screen being frozen was not confirmed. A root cause could not be determined.